Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was beeping as it reached elective replacement indicator (eri), however the patient had expected a longer battery life. Boston scientific technical services (ts) discussed that eri can be determined by other measurements such as the voltage and charge time as patient thought that the device should have lasted longer. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.